Event description:
It was reported that a trial patient had good response; however, with positional changes they had shocking. It was noted that this only when bending over and that the patient was currently disconnected and was still experiencing this. The lead was most likely pressing on a nerve and it was noted to leave it disconnected. It would need to be a medical decision if this was caused by temporary swelling or lead moving. It was noted that the patient had a tined lead.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).